Manufacturer narrative:
Exemption # e2012017. Report late due to asr to individual reporting transition.

Event description:
Per complaint: (B)(4), implant was of wrong size for the patient to proceed with the surgery due to error in surgical protocal.